Event description:
Additional information was received that this device was explanted and replaced due to battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device is in the extended charge time window at 2.58 volts but the charge time is is 28.7 seconds. The field representative is wondering how long to end of life (eol). Boston scientific technical services (ts) responded that given the device is in the extended charged time window they can not give a longevity estimate. Ts discussed that the field representative could find the earliest time that eri will be tripped, the field representative will discuss this with their physician. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The device met specification for longevity and charge time indications. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.